Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies, rewind anomalies or insulin pump error were noted during testing. The motor was tested outside the device and passed. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of broken sensor was detected during seating or regular delivery, unable to prime and drive/motor anomaly. The customer's blood glucose reading was unknown. The customer stated that the piston does not stop and empties reservoir during priming. The customer reported very unusual noise when the pump rewound. The customer stated that the delivery was blocked. The insulin pump was returned for analysis.